Manufacturer narrative:
The actual sample was received for evaluation. The returned unit was labeled for single use. Visual inspection was performed and noted embedded particulate matter was present on the tab. Further inspection under a microscope was conducted, and the embedded particulate matter was determined to be silicone glue. The reported problem was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was particulate matter in the inner pouch of a flo-thru device. This was identified during incoming inspection. There was no patient involvement. No additional information is available.